Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : (B)(6) 2017, date of follow-up report: 2017-06-12. One used lf1737 ligasure device was received, and evaluation of the sample could not confirm the reported issue with tissue sticking to the jaws of the device. Visual inspection found the power cord had been cut and the plug was not returned. Without the plug the sealing capabilities of the device, including tissue sticking during sealing, cannot be assessed. No additional issues were found with the device. The knife blade deployed smoothly, and cut simulated tissue with acceptable results. The investigation could not confirm or determine the root cause of the customer¿s report.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the lf1737 device had a cutting and/or knife issue where the device did not cut at all. There was also an issue with the jaw resulting in tissue sticking. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. Patient injury was asked but will not be made available.